Event description:
The company was informed that the pt developed an infection. The pt was prescribed antibiotics (augmentin, cipro, rifanipicin, and sofradex). The pt continues to be monitored by the center.